Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Based on the initial complaint, there was no failure reported only that the instrument was defective. The instrument pitch cables were frayed at the distal portion of the instrument. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found on the instrument. The reported failure of defective does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed pitch cables found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was observed during central processing that the pk dissecting forceps instrument was defective. No further information was provided about the instrument.